Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of a clear link set in which when it is connected to the hospira plum primary set cassette port, the set gets stuck to the cassette during an infusion. The secondary set is connected directly to the port and does not have a preconnected clave port. Since it is too difficult to remove the set, the primary set is thrown away and it is not efficient for the nurses. There were no patient injuries reported. They have asked for a follow up by the sales therapy representative to determine if the solution of not tightening so hard shows improvement, or if adding a maxplus clear injection port to the open hub allows for improvement as well. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided.